Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, the tip cap could not be removed, resulting in the needle-hub assembly separating from the syringe. The following information was provided by the initial reporter: the protective cap over the needle is so tightly attached it cannot be removed without pulling the needle off.

Manufacturer narrative:
H.6. Investigation: it was reported that needle shield is tight. A device history record review was completed for provided batch 1323195. The review revealed there was a notification for this type of defect during the manufacturing of this batch. The product was requalified and the line was cleared of all potential defective product. It is possible a limited number of pieces with this condition were able to escape detection. The potential root cause for the reported condition is associated with the assembly process. However, since no samples displaying the reported condition were received the defect could not be verified and corrective actions are not necessary.

Event description:
It was reported that while using the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, the tip cap could not be removed, resulting in the needle-hub assembly separating from the syringe. The following information was provided by the initial reporter: the protective cap over the needle is so tightly attached it cannot be removed without pulling the needle off.